Manufacturer narrative:
Batch review performed on 23-jan-2024 lot 174803: (B)(4) items manufactured and released on 11-oct-2017. Expiration date: 2022-09-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review.

Event description:
At about 4 years and 9 months after primary, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the liner. The surgery was completed successfully.